Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation of the patient's implantable cardioverter defibrillator, the device exhibited far r-wave oversensing resulting in inappropriate automatic mode switch episodes. No intervention was performed and no adverse patient consequences were reported.